Manufacturer narrative:
EXEMPTION NUMBER: E2014038. TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 157 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC INDEPENDENT OF THE REGISTRY OR TO THE FDA'S MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE DEATH AND EVENT DATES LISTED ON THIS FORM ARE THE FIRST DATE OF THE YEAR OF THE CURRENT QUARTERLY REPORTING PERIOD; THE ATTACHMENT LISTS WHETHER THE EVENTS OCCURRED ON OR AFTER THE DAY OF DEVICE IMPLANT AND THE RELATED PATIENT AND DEVICE CODES.

Event description:
MEDTRONIC RECEIVED INFORMATION VIA A THIRD-PARTY REGISTRY TITLED: (B)(6) REGISTRY. THE INFORMATION WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT AND HAS BEEN ORGANIZED INTO A SUMMARY OF OBSERVATIONS RELATED TO PATIENT DEATHS.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: (B)(4) 2014-(B)(4) 2015 THE UPDATE CONTAINS ADDITIONAL INFORMATION FOR A PREVIOUSLY-REPORTED COREVALVE TVT REGISTRY PATIENT COMPLAINT.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2015 THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: JANUARY 2014-JUNE 15, 2015 THE UPDATE CONTAINS ADDITIONAL INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT REGISTRY PATIENTS.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2015 ((B)(6) 2015 - (B)(6) 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENTS. UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q2 2015 (APRIL 1, 2015 ¿ JUNE 30, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENTS. UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;701009510-1378387-10,I,D,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-1698931-10,I,D,35,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-1881880-10,I,D,19,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-2037486-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-2873631-10,I,D,105,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-2886582-10,I,D,211,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-2948703-10,I,D,62,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-2955368-10,I,D,356,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-2955858-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-2970366-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA,C76126;701009510-2970366-10,S,,,,,;701009510-2970970-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-2973474-10,I,D,95,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-2974776-10,I,D,179,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-2983085-10,I,D,405,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-2983401-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-2983401-10,S,,266,,,;701009510-2986730-10,I,D,314,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-2993269-10,I,D,189,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-2995673-10,I,D,192,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-2997573-10,I,D,160,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3000205-10,I,D,313,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3001167-10,I,D,257,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3003709-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3004994-10,I,D,362,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3009489-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3009489-10,S,,381,,,;701009510-3010152-10,I,D,376,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3016489-10,I,D,43,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3020087-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701009510-3020092-10,I,D,153,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3020093-10,I,D,271,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3021248-10,I,D,428,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3022153-10,I,D,230,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3024005-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3024944-10,I,D,209,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701009510-3024944-10,S,,,,,;701009510-3026470-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3030633-10,I,D,269,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3034807-10,I,D,52,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126 ;701009510-3037892-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3041634-10,I,D,286,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3045149-10,I,D,291,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126 ;701009510-3054039-10,I,D,204,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3057183-10,I,D,262,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3068503-10,I,D,263,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3071420-10,I,D,298,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126 ;701009510-3075046-10,I,D,229,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3078115-10,I,D,79,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3078139-10,I,D,300,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3090816-10,I,D,120,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3095084-10,I,D,118,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3098752-10,I,D,329,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3100830-10,I,D,370,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3122888-10,I,D,260,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3133418-10,I,D,375,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3136729-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3140037-10,I,D,240,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3140411-10,I,D,116,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3140478-10,I,D,249,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3142022-10,I,D,122,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3160170-10,I,D,200,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269 ;701009510-3162060-10,I,D,181,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3205724-10,I,D,17,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3233198-10,I,D,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3240728-10,I,D,53,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3244453-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3244453-10,S,,198,,,;701009510-3247868-10,I,D,25,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3248593-10,I,D,68,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3256623-10,I,D,112,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3266901-10,I,D,137,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3270688-10,I,D,135,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3281388-10,I,D,26,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3286241-10,I,D,55,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3289783-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3289783-10,S,,58,,,;701009510-3291019-10,I,D,130,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3296927-10,I,D,157,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3296982-10,I,D,35,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3304357-10,I,D,61,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3309567-10,I,D,42,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3313768-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3317570-10,I,D,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3319502-10,I,D,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3321433-10,I,D,50,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3328244-10,I,D,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3338288-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3341138-10,I,D,65,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3341538-10,I,D,49,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3343351-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701009510-3343351-10,S,,,,,;701009510-3346483-10,I,D,13,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3350458-10,I,D,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3350905-10,I,D,70,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3351085-10,I,D,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3352046-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3352958-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3352996-10,I,D,17,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3352996-10,S,,,,,;701009510-3352996-10,S,,,,,;701009510-3355229-10,I,D,63,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3355546-10,I,D,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3357021-10,I,D,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3360128-10,I,D,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-23-AOA,C53269;701009510-3360128-10,S,,,,,;701009510-3361030-10,I,D,49,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3362040-10,I,D,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3365588-10,I,D,82,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3365602-10,I,D,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3366035-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3366371-10,I,D,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3367096-10,I,D,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3369636-10,I,D,31,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3370792-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3371884-10,I,D,45,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3373718-10,I,D,34,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3373742-10,I,D,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3374292-10,I,D,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3374799-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3375102-10,I,D,39,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3378270-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-3378922-10,I,D,45,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3382804-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3383406-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3383603-10,I,D,11,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-3383641-10,I,D,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3383663-10,I,D,21,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-3383685-10,I,D,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701009510-3389113-10,I,D,24,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701009510-3389907-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3390212-10,I,D,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701009510-3391735-10,I,D,28,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-3391751-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3393511-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3395163-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3401524-10,I,D,38,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3401845-10,I,D,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3404258-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-3404258-10,S,,,,C26791; C50470,;701009510-3405259-10,I,D,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3405448-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;C53269;701009510-3405654-10,I,D,42,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-3405654-10,S,,41,,,;701009510-3405995-10,I,D,39,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3406861-10,I,D,24,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3407214-10,I,D,111,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3409579-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3410843-10,I,D,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3413602-10,I,D,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3414695-10,I,D,40,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3415366-10,I,D,53,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3416752-10,I,D,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701009510-3418077-10,I,D,43,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3424046-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3425348-10,I,D,47,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3426031-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701009510-3426543-10,I,D,19,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3430585-10,I,D,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3431160-10,I,D,34,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3432248-10,I,D,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3434874-10,I,D,58,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-3434899-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-3436793-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701009510-3436793-10,S,,,,,;701009510-3437231-10,I,D,27,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3437587-10,I,D,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3437786-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3441086-10,I,D,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701009510-3446834-10,I,D,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C62876;701009510-3446834-10,S,,,,,;701009510-3446834-10,S,,,,,